Manufacturer narrative:
Device had intermittent button response on the esc and act buttons due to corroded keypad traces. During visual inspection, there was corroded keypad traces on the express bolus, up arrow and down arrow buttons. No button error alarm noted. Device also had constant motor error alarm during rewind test due to corroded motor home switch. Unable to perform the displacement test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, dat test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test. Due to constant motor error alarm. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting button error and can not clear alarm. The customer¿s blood glucose was 257 mg/dl. The device will be returned for the analysis.